Event description:
It was reported in report reference number mw5060036 that the heating pad was applied directly to the skin. Nursing noted redness and blistering consistent with heating pad pattern.

Manufacturer narrative:
It was reported by the customer that the patient had redness and blistering on the skin after using a t/pump. The alleged event did not require any treatment or medical intervention. The event was reported to have occurred using one of two devices, however, the customer could not identify which unit was involved in the alleged event. The customer did not report or allege any device defect or malfunction. It was reported that the nursing staff did not check the patient's skin every 30 min as recommended in the manual and the alleged injury was likely a result of failing to perform the recommended skin checks. The customer reported that the staff will be trained to check the patient¿s skin at least every 30 minutes as stated in the product manual. The device was not returned for evaluation.

Event description:
It was reported in report reference number mw5060036 that the heating pad was applied directly to the skin. Nursing noted redness and blistering consistent with heating pad pattern.